Manufacturer narrative:
Possible part numbers between 02.124.406 to 02.124.423. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a case where two (2) 2.7mm va locking screws loosened from the variable angle (va) locking compression plate (lcp) condylar plate postoperatively. This report is for an unknown plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. This report is for an unknown plate ¿ unknown lot number. Event date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.